Manufacturer narrative:
Section d4 for lead. Model number: evoke 12c percutaneous lead kit - 60cm. Catalog number: 1008. Serial number: (B)(6) and (B)(6). Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation after experiencing a fall. High impedances were identified, reprogramming was performed but adequate pain coverage was not achieved. An x-ray was performed, which identified migration of both leads. A revision was performed during which the evoke closed loop stimulator (cls) and one of the implanted leads were replaced. Post procedure, the patient was receiving adequate therapy.

Manufacturer narrative:
Additional information: section d4 ¿ expiration date section d4 ¿ unique identifier (UDI)# section g3/g4 ¿ date received by manufacturer section h3 ¿ was the device evaluated by the manufacturer? Section h4 ¿ device manufacture date section h6 ¿ evaluation codes section d4 for lead expiration date ¿ 19 november 2020 unique identifier (UDI) (B)(4) section h4 for lead device manufacture date ¿ 21 november 2019 the evoke closed loop stimulator (cls), lead, and anchor were returned to saluda for analysis. The cls and anchor passed all testing without noted issue. The lead exhibited a disconnection, unrelated to the reported event. The device logs were reviewed, and since there was no indication of a disconnected electrode at the patient¿s last visit, the disconnection likely occurred during the revision procedure. The reported event of change in stimulation and high impedance could have been a result of the reported lead migration. The cause of the lead migration was not conclusively determined but may have been caused by the patient¿s fall. Lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the evoke scs system user manual.